Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: igtcfs-65-1-fem-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient had a celect® filter placed. The primary reason for filter placement was a current deep vein thrombosis (dvt) with no contraindication to anticoagulation, but with added risk for a new or worsened pe. The inferior vena cava (ivc) diameter at the intended filter location was 25 mm. The ivc had no anomaly or thrombus prior to filter placement. Using the left common femoral vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Analysis of the placement procedure venacavagram revealed a suboptimal exam due to no fiduciary or marking catheter. No ivc anomaly or thrombus was present. The filter was placed in the ivc infrarenal site. The ivc diameter at the filter location was not assessable. There was no evidence of filter deformation or migration. Filter tilt was 2.5 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2017 (365 days post-procedure), the patient completed the 12-month follow-up clinical assessment. The filter retrieval was not scheduled due to an ongoing risk for pe. On (B)(6) 2017 (412 days post-procedure), the 12-month follow-up abdominal and pelvis CT scan was performed. There was no evidence of filter embolization and a grade 2 filter leg interaction with the ivc wall. Analysis of the CT revealed no evidence of embolization. The angle of filter tilt in the sagittal and coronal plane was one degree. There were 11 filter legs with a grade 1 filter leg interaction with the ivc wall. There was one grade 2 filter leg, but no hemorrhage, hematoma, or other clinical findings were observed at the perforation/puncture site. On the same day, the 12-month follow-up x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the ap view was eight degrees. On (B)(6) 2017 (440 days post-procedure), the 12-month ultrasound was performed. The ivc was not assessed. There was no thrombus in the pelvic veins, but thrombus was present in the right lower extremity veins. Analysis revealed no evidence of thrombus in the pelvic veins or lower extremities. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: follow-up performed 412 days after implantation demonstrates the celect-pt filter in stable craniocaudal position. The complaint report describes a grade 2 interaction involving a primary filter leg with the wall of the ivc, however, this is not clearly seen. All of the legs appear to demonstrate grade 1 interactions with the wall of the ivc. In order to call a grade 2 interaction with the wall of the ivc, the filter leg should clearly extend outside the wall of the ivc on several planes of imaging, which is not present on this study. On the axial images there is minimal beam hardening artifact obscuring the wall of the ivc for one slice immediately adjacent to the filter foot, but on the reformatted images this does not clearly extend outside the ivc wall. Importantly, there is no pericaval stranding or haziness to suggest ivc inflammation. There is no comment in the complaint report regarding any clinical symptoms. The grade one interactions are likely due to the smaller size of the inferior vena cava and the outward forces exhibited by the primary and secondary legs. The ivc measures only 17 mm at the level of the filter feet. This should be considered a normal finding. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.